Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned ICD data. The returned device data have been analyzed. The analysis of the available iegms revealed noise the rv channel, which led to several shock deliveries. Based on the available data the root cause of the noise could not be determined. However, the integrity of the lead cannot be assured. There was no indication of an ICD malfunction. The manufacturing processes for these devices were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. There was no indication of a material or manufacturing problem.

Event description:
After an implantation period of approx. 45 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was capped and the ICD was explanted.